Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the tissue pad melt? Did the white tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? ¿ was the piece retrieved? ¿ is the detached tissue pad being returned with the device? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: did the white tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No.

Event description:
It was reported that during an unknown procedure, the protection between the branches detached with inefficiency of the device, and risk of material loss inside the cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.